Manufacturer narrative:
Endopath ets flex - no conclusion could be reached on the analysis results as to why the instrument reportedly produced "an incomplete staple line" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. The instrument was fully functional and conforming to design specifications. While we were unable to re-create the event, co has documented the circumstances as they were reported. In addition, the appropriate engineering personnel have been notified of this incident.

Event description:
It was reported the device was used during a whipple procedure. It was reported the atw35 was fired on the mesentery numerous times. The staples formed completely on one side, but incomplete on the other side. The nurse said it looked as if every other staple had fired, creating a gap which tissue pushed up through. Some bleeding occurred and the surgeon over sewed the staple line. There was no consequence to the pt.